Event description:
Initial result for a pt troponin t was 0.176 ug/ml. When repeated, the result was <0.010 ug/ml. The incorrect result was not used to guide pt therapy. The field service rep was unable to determine a cause for the discrepancy.